Event description:
It was reported that although the programmer turns on, interrogates devices and prints, the screen is blank from the time it is turned on. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 2067 radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).